Event description:
Customer reported via phone call that they hospitalized and dispatch to emergency medical service due to low blood glucose level on (B)(6) 2021 customer's blood glucose value was 43 mg/dl at the time of the incident and current blood glucose was 88 mg/dl. The customer was declined troubleshooting for low blood glucose. The customer was treated with intra venous glucagon. It was unknown auto mode feature was active or not at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. The customer will continue the use of device .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.